Event description:
The surgeon reports the patient is having an allergic reaction to the titanium tmj implant. He reports he is giving the patient steroid injections and hyperbaric oxygen and if there is no improvement he will remove the implant. At this time there is no revision surgery scheduled.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The product remains implanted at this time, therefore, no product evaluation can be completed. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.